Event description:
Complainant alleged that the emergency room staff was attempting to monitor a male pt in his seventies, but that they rec'd a "leads off" message. The staff was able to obtain another device to successfully monitor the pt. There was no adverse effect on the pt as a result of the reported malfunction.